Event description:
It was reported to boston scientific corporation that a nephromax balloon dilatation catheter was used during a percutaneous nephrolithotomy (pcnl) procedure on (B)(6) 2012. The patient age was reported as over 18 years. According to the complainant, during the procedure, the physician inflated the balloon to 17 atm and waited 30 seconds. He then reduced the atm to 14 to advance the balloon, however the sheath was not sliding over the balloon. Once the balloon was deflated to allow the sheath to go over the balloon, the balloon had difficulty keeping its shape. As the physician put pressure to slide the sheath over the balloon, the balloon was weakening and bowing causing the balloon to advance into the renal pelvis. There was no perforation however the balloon pushed into the ureteropelvic junction (upj) causing significant bleeding during the case and eventually caused the patient to get a transfusion post case. There was difficulty placing the sheath over the balloon which caused difficult access. There were no kinks noted on the catheter. The sheath diameter matched the dfu. The patient was already booked to stay a night in the hospital.

Event description:
It was reported to boston scientific corporation that a nephromax balloon dilatation catheter was used during a percutaneous nephrolithotomy (pcnl) procedure on (B)(6), 2012. The patient age was reported as over 18 years. According to the complainant, during the procedure, the physician inflated the balloon to 17 atm and waited 30 seconds. He then reduced the atm to 14 to advance the balloon, however the sheath was not sliding over the balloon. Once the balloon was deflated to allow the sheath to go over the balloon, the balloon had difficulty keeping its shape. As the physician put pressure to slide the sheath over the balloon, the balloon was weakening and bowing causing the balloon to advance into the renal pelvis. There was no perforation however the balloon pushed into the ureteropelvic junction (upj) causing significant bleeding during the case and eventually caused the patient to get a transfusion post case. There was difficulty placing the sheath over the balloon which caused difficult access. There were no kinks noted on the catheter. The sheath diameter matched the dfu. The patient was already booked to stay a night in the hospital.

Manufacturer narrative:
(B)(4) the reported events of balloon difficult to position and malposition of device.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. Visual evaluation of the returned device revealed the shaft of the device was stretched, twisted and kinked between 245 and 380mm proximal to the distal tip. The balloon material was fully deflated but not correctly wrapped, growth was noted at the distal end. The balloon was inflated to its rated burst pressure using an encore inflation device. The inflation device was verified before and after use with a calibrated pressure gauge (# (B)(4)). The profile of the inflated balloon noted that it was uneven. Markings like rings were noted towards the center of the balloon. It was not possible to advance a laboratory controlled ptfe sheath over the balloon at 17atmospheres (atm). The pressure was deflated to 14atm and it was confirmed that it was not possible to advance the sheath. The balloon was deflated to 10atm and it was possible to advance the sheath. The balloon od was examined. This was achieved by deflating and re-inflating the balloon to 100 psi (6.8 atmospheres). Measurements were found to meet specification (0.388 +/- .005 as per 801469-00.) The root cause classification of this investigation is undeterminable.